Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issue was not found. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a cable failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present when the device was connected and color bars appeared. There was no patient injury, associated with the event, reported to olympus.